Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the reservoir had occlusion. Customer stated that the infusion sets did not seem to be working and reservoir unable to push the plunger down onto it. Advised that the reservoir and infusion sets would be replaced. No further information provided.